Event description:
Follow up determined that it had been necessary to do pocket revisions on the patient a couple of times and the patient had begun to experience an infection so the system was removed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and the distal end of the outer insulation was breached from environmental stress cracking. It was noted that the outer insulation had cosmetic melting, cosmetic white substance, cosmetic metal ion oxidation and cosmetic environmental stress cracking. Also, the proximal conductor had blood (not obstructed) and the distal end low voltage electrode was covered with blood. Concomitant product: 6935 implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information after being explanted and not replaced. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.